Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6). ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large)" was confirmed during both archive data review and functional testing. The root cause of the ua07 was due to failed load cell # 2. The broken covers and load cell failure were likely attributed to mishandling, such as a drop. Visual inspection revealed several issues, unrelated to the reported complaint. The front enclosure was cracked and broken at the front-end area. The load plate cover was damaged with a hole, affecting the watertight seal. The bottom cover had multiple cracks in the screw well area. These observed physical damages appeared as characteristic of harsh impacts due to user mishandling. Also, no documented report showed that regular preventative maintenance (pm) had been performed on this autopulse platform since it was last serviced at zoll in november 2019. All the damaged parts need to be replaced to address the observed issues. A review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) advisory messages around the reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform, confirming the reported complaint. A load cell characterization test revealed that load cell # 2 values were over-reporting, which caused the ua07 advisory messages. The failed load cell #2 will be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the autopulse platform with serial number (B)(6). .

Event description:
During shift check, the autopulse platform (sn 34797) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), followed by the prompt: "pull up lifeband and press restart". The customer tried a couple of lifebands to troubleshoot the issue, but the ua07 advisory message persisted. No patient involvement.